Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. The device was in backup vvi mode; however, at the start of the analysis, no communication could be established after the device was opened. Analysis revealed thecause of the reset was due to a high current draw originating from the the sensing circuitry, causing the battery to drain below eol.